Event description:
It was reported that the ilet displayed ¿dosing stopped, connect cgm or switch to backup therapy¿ after the user exceeded the allowed duration of bg run mode while awaiting continuous glucose monitor (cgm) supplies, and the user did not have backup therapy; education was provided regarding proper bg run mode use and reaching out to an hcp for backup therapy planning. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to not comprehending that the ilet had stopped dosing, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.